Event description:
Customer contacted saalt on (B)(6) 2023 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. Saalt followed up asking for details about their cup including the lot number. Saalt also requested their address, date of birth, phone number, and more information about the incident. No customer response, saalt made second gfe attempt to contact customer on (B)(6) 2023. Customer responded on (B)(6) 2023 and provided the information saalt requested including their order number, address, cup lot number, and their removal difficulties. They said they felt their cup but they wouldn't get a grip on it and their fingers kept slipping off. They could insert one finger alongside the cup but had a hard time breaking the seal. They said their doctor said the cup seemed like it was suctioned to their cervix and it formed a tight seal. They said the cup the customer was using was too small. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Saalt issued a refund for the customer's order on (B)(6) 2023 and documented the information in the case file. ER contacted saalt on (B)(6) 2023 to explain that they claimed they had trouble removing their saalt cup on their own and chose to seek medical care. Saalt followed up asking for details about their cup including the lot number. Saalt also requested their address, date of birth, phone number, and more information about the incident. No customer response, saalt made second gfe attempt to contact customer on (B)(6) 2023. Customer responded on (B)(6) 2023 and provided the information saalt requested including their order number, address, cup lot number, and their removal difficulties. They said they felt their cup but they wouldn't get a grip on it and their fingers kept slipping off. They could insert one finger alongside the cup but had a hard time breaking the seal. They said their doctor said the cup seemed like it was suctioned to their cervix and it formed a tight seal. They said the cup the customer was using was too small. A saalt cup cannot get lost in the vaginal canal, and it is uncommon for assistance to be needed to remove the cup. We believe the instructions given are adequate to remove the cup, but the customer chose to seek medical attention. Saalt issued a refund for the customer's order on (B)(6) 2023 and documented the information in the case file. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of the cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.